Manufacturer narrative:
Device evaluated by MFR: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a hardware removal for bones that were already healed. Initially, the patient had a locking compression plate (lcp) tarsometatarsal (tmt) fusion implantation on (B)(6) 2018. During the explant procedure, the surgeon discovered that the unknown locking screw was broken. The unknown locking screw was already broken before the removal. Patient and procedure outcome are unknown. This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 18mm. This is report 1 of 1 for (B)(4). This complaint was created to capture the post-operative event. (B)(4) captures the intra-operative event.

Event description:
Concomitant devices reported: unknown locking compression plate (part #: unknown, lot #: unknown, quantity: 1), unknown locking screw (part #: unknown, lot #: unknown, quantity: unknown).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6- the locking screw (p/n: 04.211.018s, l/n: l992432) was returned and received at us cq. A visual inspection was performed. The threaded tip of the locking screw was observed to be completely broken off. Rest of the device shows surface wear and stripped threads. No dimensional inspection can be performed due to post-manufacturing damage. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. The complaint condition is confirmed as the locking screw (p/n 04.211.018s, l/n l992432) is broken at the threaded tip. There is no indication that a design or manufacturing issue has caused the breakage of the device and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot sterile: part: 04.211.018s lot: l992432 manufacturing site: selzach supplier: früh verpackungstechnik ag release to warehouse date: 27.jul.2018 expiry date: 01.jul.2028 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Unsteriler: part: 04.211.018 lot: h676205 manufacturing location: monument manufacturing date: 25-jun-2018 part number: 04.211.018, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 18mm lot number: h676205 (non-sterile) component(s) reviewed: part number: 04.211.018.999 2.8mm ti screw blank 18mm 02.7 variable angle w/sd8 lot number: h561383 part number: 04.210.120.999, 2.8mm screw blank 31mm no head turn/no point w/sd8 lot number: h544505 part number: 23032, tialnbci2.78 lot number: h531096 this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Updated data- b5, d10, h11 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.